Manufacturer narrative:
(B)(4) date sent to the FDA: 11/17/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, the surgical thread inside the package was not same as the label on the package. Another like suture was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was received one open foil package and paper lid for product vcp353h (1 vicryl suture 70 cm CT). It was also received one suture that looks like product y353h (1 monocryl violet suture 70 cm CT). It was identified that the needle was manually positioned in the plastic tray since it was parked with the tip pointed to the outer side. Please provide the information below: the customer informed that a prolene suture was in the package, could you please confirm with the customer if the sample returned is for this complaint? Can you confirm the lot number, since that information was removed from the foil package? According to the characteristics of the sample, it was not possible to analyze because doesn't match the product reported by customer.

Manufacturer narrative:
Additional information was requested and the following was obtained: the customer informed that a prolene suture was in the package, could you please confirm with the customer if the sample returned is for this complaint? Yes, the sent sample is related to this complaint. Can you confirm the lot number, since that information was removed from the foil package? The customer could not inform the correct lot number, once the professional that used the material (by mistake) and discharged the package. The sales rep requested the product lot that the customer had in his warehouse but the sales rep. Did not receive any answer.